Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both my coils had migrated too') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), arthralgia ("joint pain"), fatigue ("fatigue"), pelvic pain ("pelvic pain") and micturition urgency ("having to pee a lot when doing walking/running"). The patient was treated with surgery (tubes, uterus and cervix out). Essure was removed. At the time of the report, the device dislocation, arthralgia, fatigue, pelvic pain and micturition urgency outcome was unknown. The reporter considered arthralgia, device dislocation, fatigue, micturition urgency and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events joint pain, fatigue, pelvic pain and having to pee a lot when doing walking/running were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both my coils had migrated too') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('both my coils had migrated too') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.